Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed with medical records provided. Revision op notes demonstrated that the patient was revised due to pseudotumor and pain. During the revision abductors noted to be detached off of the femur. The surgeon was unable to remove the femoral head morse taper from the femoral stem. Jack device used to remove the head off the stem; but the instrument broke off. Due to inability to remove the head, the decision was made to remove the stem which was well-fixed. Trochanteric osteotomy performed to remove the stem. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient had initial left total hip arthroplasty. Subsequently, the patient was revised approximately 8 years later due to pain, limited mobility, and decreased adls. During the revision procedure, the femoral head was noted to be cold-welded to the trunnion. While attempting to remove the head, a biomet system jack device was used to pry the head off. The jack device broke while the head remained cold-welded to the stem. Attempts have been made and additional information on the reported event is unavailable at this time.